Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 119 mg/dl (aviva) and 54 mg/dl (compact plus) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). The local affiliate documented the receipt of the complaint lot, 201267, but when the global investigation unit received the returned product they documented the lot number as 201287. They were asked and verified the lot number as 201287.

Manufacturer narrative:
(B)(6).